Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. Customer's blood glucose level is 240 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised that the reservoir change resolved the issue and there was no alarm message during manual prime. Customer's mother called back and advised they received a no delivery alarm once again during a bolus attempt. Customer's mother was advised to change out the infusion set. Customer advised the adhesive felt wet during the bolus attempt. The customer was advised to monitor the situation and call back if problems persist.